Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during drain while the patient was connected. During troubleshooting, it was discovered that the heater line detached from the main body of the cassette which resulted in a leak. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Rts reviewed proper procedures and discussed continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection performed with the naked eye noted the heater bag tubing was separated from the cassette. The tubing was positioned to the cassette for further testing. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted; no alarms occurred during testing. The reported alarm condition was not verified during testing; however, the reported alarm is a max air exceeding alarm caused from too much air pulled during therapy; a tubing separation from the cassette is indicative of causing the alarm. The cause of the tubing separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.